Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 348 mg/dl. The customer stated, he got several no delivery alarms prior to the hospitalization, but the customer did not change the infusion set when he got the alarms. The last infusion set change was done three days prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The bolus history showed that only one bolus was delivered on the day prior to the hospitalization, and there were over twenty no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Advised the customer that the insulin pump is functioning as designed.